Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that there was loss of capture and dislodgement of the ventricular lead was confirmed. The lead was explanted and replaced. The patient's condition was stable during and following lead replacement.